Manufacturer narrative:
Concomitant medical products: evolutr-23-us valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart was beating forcefully and was shaking them one day post-cardiac resynchronization therapy defibrillator (crt-d) implant. The patient was seen in clinic and it was noted there was diaphragmatic stimulation. Reprogramming was performed and the left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.